Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) came in for a follow-up test because the device was emiting tones. Interrogation of the device revealed a fault code 36, indicating a defibrillator output problem. The physician elected to explant the device.